Event description:
It was reported that during a stent placement procedure through common femoral artery, the stent was unresponsive to rotation of the roller wheel at the time of release and the stent allegedly failed to release and deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment investigation summary: the returned catheter sample was found in used condition with activated deployment mechanism, but the stent was found still loaded without tip to sheath gap. Inside grip a force transmitting post was found broken which made a successful deployment using the wheel impossible. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a force transmitting post inside grip, and deployment failure. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: "if excessive force is felt during stent deployment, do ot force the delivery system. Remove the delivery system and replace with a new unit." Holding and handling of the system during deployment was found sufficiently described. Regarding pta the IFU state: "predilation of the lesion should be performed using standard techniques.", and regarding access/ accessories the IFU state: "gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.